Event description:
It was reported that patient has a tibial fracture and an infection was also confirmed. Therefore a revision surgery was performed.

Manufacturer narrative:
The affected genesis ii cobalt chrome ps femoral component, genesis ii np tibial base, genesis ii ps insert, genesis ii biconvex patellar component were not returned for evaluation. Therefore a product analysis could not be performed. As device details were not made available, device history record and sterilization documentation review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of product batch number. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Without the return of the actual products involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.